Manufacturer narrative:
A review of the site's system logs for the reported procedure date of 01/14/2026 on system sk8170 revealed no related system errors that occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The logs indicate the procedure was started with arms 1, 2, and 3 and completed in its same configuration. Surgeon did not discontinue use of arm 3 due to the reported issue he was experiencing. Arm 4 was not used for the procedure. The field service engineer (fse) reviewed the system logs in subsequent procedures and there were no related system errors to have occurred that would have likely caused or contributed to the reported complaint. The probable root cause cannot be determined based on the information provided and phone support details. The issue did not recur in subsequent procedures. The investigation did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer to further investigate the reported event. The customer confirmed that the issue did not reoccur. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, arm 3 would not retract upward via the insertion axis. The technical support engineer (tse) reviewed the logs and found no errors. The tse spoke with the surgeon, who stated that if he drives an instrument into the patient and attempts to retract it, the instrument will not move in that direction. The only way to get it to retract is by using the instrument clutch button. The surgeon tried several different instruments, but the issue persisted; the instrument still would not retract once inside the patient except by using the instrument clutch. The team checked the drape, cannula seal, and anything else that could cause the issue. The tse had them power cycle the system, but that did not help. The tse suggested using the other three arms to finish the case. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon transitioned to using three arms to continue moving the procedure along and completed the case.